Manufacturer narrative:
Correction: the product code and catalog number were documented as 05.001.241 in the initial report. It has been updated as 05.001.231. Additional information:: subsequent follow-up with the reporter, additional information was received. The reporter stated that the body of the handle trauma recon system 05.001.201 was ovalized, and therefore, the lid was slightly difficult to close and the inner ring had turned. It was further reported that they were all put back in place. It was observed that the vibrations make them run in use. But after putting back in place all the rings of all the handpieces of the loan kits, it was realized that the rings could rotate again. (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. (B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to nov 20, 2013. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the locking mechanism was defective and failed pre-test for check function of the lock/unlock with safety button and leakage. The assignable root cause was determined to be due to improper handling which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. (B)(4). Reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event: it was reported from france that during an unspecified surgery, it was observed that the lid device could not closed while in use with the handpiece device. According to the report, the event occurred during the intervention but before the incision. It was reported that there was a 15 minute delay in the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.